Event description:
Per the clinic, the device was explanted on (B)(6) 2022, under general anaesthesia due to progression of mixed hearing loss. The patient was re-implanted with a transcutaneous osia implant system.

Manufacturer narrative:
The reported adverse is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Poor sound quality and the experience of the recipient not getting enough gain with the attract system can be the result of many things. One reason can be a natural decrease in the recipients hearing, another thing can be that recipient has put on weight and the skin flap between the magnets has got thicker which reduces the gain. This report is submitted on april 25, 2022.